Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer replaced the therapy cable from their inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during patient monitoring the device would intermittently lose the paddles ECG lead. As a result, defibrillation may be delayed, or prevented, if it were necessary. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.